Event description:
It was reported that customer received excessive delivery alarms. Customer's blood glucose was 80 mg/dl. After five infusion and reservoir change, insulin was able to exit with plunger push, but still received no delivery alarm. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.